Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3550-39, lot# n190896, implanted: (B)(6) 2009, product type: accessory; product ID 3487a-33, lot# v137749, implanted: (B)(6) 2009, product type: lead; product ID 3550-09, lot# la2473, implanted: (B)(6) 2002, product type: accessory; product ID 399930, lot# v033957, implanted: (B)(6) 2007, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
Additional information received from the hcp indicated that the patient had arrived at the clinic for an ins replacement due to the device being at end of life on (B)(6) 2016. The previous settings and impedance measurements all were within normal limits so the same programming will be used on the replacement ins. There were no complications noted by the hcp. Additional medical history of the patient indicated a surgical intervention occurred on (B)(6) 2009. An additional lead was implanted because the patient had experienced expanded pain in their legs on the right side due to disease progression. It was also stated that during this surgery, the generator was placed in a pocket that was more superficial than a previous pocket, so the surgeon had to create a new pocket for it. Omitted information regarding replacement . (B)(4).

Event description:
It was reported the patient was not able to make adjustment both with or without the antenna attached to the patient programmer. It was noted that a problem with the patient programmer was reported. It was further noted the patient met with their healthcare professional (hcp) and a manufacturing representative yesterday. The reporter stated their patient programmer was now working right and they needed a replacement. The reporter further stated they thought the problem was with the patient programmer antenna, but during their appointment the manufacturing representative gave them a different antenna to try and that did not solve the problem. It was noted that it took the patient 15 or 20 minutes to get stimulation turned on or off. It was further noted the patient attempted to use the programmer without the antenna at the appointment and the programmer would connect with the implantable neurostimulator (ins) a couple of times. It was further noted the patient had to keep moving the programmer around to get it to read the ins. The reporter stated the programmer would not read or connect to the ins. The reporter further stated they were not able to make adjustment both with or without the antenna attached. The reporter further stated all of the issues had been going on for six months. It was noted the patient thought the ins may have ¿tipped a little bit¿ and it had been like that for six months. It was further noted the patient¿s hcp wanted to give the patient a ¿binder¿ so they could charge the ins, but the patient¿s insurance would not pay for it. The reporter stated that recharging was taking longer and longer. The reporter further stated they told the manufacturing representative and hcp that ¿it was like burning their skin¿ when recharging. It was noted the hcp and manufacturing representative told the patient not to recharge ins for over an hour anymore because it was taking too long. It was further noted the ¿burning their skin¿ had been going on for six months as well. The reporter stated their ins was implanted in 2007 and it was ¿getting ready to go down anyway probably.¿ it was noted the patient was referring to the ins reaching end of life. Additional information received reported the patient had no telemetry with or without the antenna attached to the programmer. It was noted the anomaly appeared to have occurred through product use. Additional information received reported that x-rays were done of the lead and ins site. It was noted the lead position was unchanged and there were no disconnects noted between the ins and leads. It was further noted the ins had migrated upward and rested higher at the waist than at implant. The reporter stated the programmer did not couple with the antenna. The reporter further stated that both a replacement antenna and patient programmer were provided. It was noted that no additional programming issues occurred. It was further noted the patient called the manufacturing representative on (B)(6) 2014 to report improvement and no further issues. The reporter stated that a replacement generator was planned for the future in approximately 2016 or as needed per an agreement between the patient and their hcp. It was noted the patient was currently receiving effective therapy. Additional information received reported the analysis of the patient programmer found the antenna jack was broken and the faceplate was scratched.